Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump over infused during therapy, programmed 5ml/hr and after 2 hours, 250 ml were infused (medication unknown). Review of the history log showed that it seemed all the information was programmed correctly into the pump. It was also reported that the patient was injured during the infusion, but that he would recover.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported over infusion, which was not reproduced during evaluation. In addition, the reported problem was not confirmed through review of the event history log. It can be seen that the customer was performing an infusion at 5ml/hr; however, it cannot be determined from the history log if an over infusion occurred. There are multiple instances of the user opening the door and reloading the set during the infusion, which may provide opportunities for the user to not properly occlude the line thus allowing free flow. The device was tested for flowrate accuracy at different rates, including 5ml/hr, with no over infusions. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-02408 can be removed from the FDA database.